Event description:
It was reported that the biomed had an arctic sun device that was having issues filling and when it did fill the flow was low along with the inlet pressure. Flow rate was 0.5, inlet pressure was -1.0, command pump was 100 percentage, device had 9874 hours and was due for the 2000 hours preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was having issues filling and when it did fill the flow was low along with the inlet pressure. Flow rate was 0.5, inlet pressure was -1.0, command pump was 100 percentage, device had 9874 hours and was due for the 2000 hours preventive maintenance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This record is being submitted as a correction to the manufacturer's date previously submitted. Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. Correction: d, e, f, g, h. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having issues filling and when it did fill the flow was low along with the inlet pressure. Flow rate was 0.5, inlet pressure was -1.0, command pump was 100 percentage, device had 9874 hours and was due for the 2000 hours preventive maintenance.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was having issues filling and when it did fill the flow was low along with the inlet pressure. Flow rate was 0.5, inlet pressure was -1.0, command pump was 100 percentage, device had 9874 hours and was due for the 2000 hours preventive maintenance.